Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the physician reported that when deploying the manta, something felt "weird". After taking a post angio picture, the leg was occluded, and the manta was deployed fully inside the femoral artery. The physician believes the footplate was caught onto something (possibly a side branch) as it was being pulled out, and that's what caused it to release inside the artery. A covered stent was placed over manta arteriotomy access. Patient condition was reported as fine post procedure.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micropuncture was utilized to gain a central positioned access. The arteriotomy included mild calcification and posterior wall calcification. No issues were encountered advancing or withdrawing of the procedural sheaths. The manta was deployed at the measured depth, however, during deployment the physician felt something different. A post angiogram revealed the manta was completely deployed within the vessel, occluding flow. The physician expressed the anchor likely got caught on something (possibly a side branch) and was being pulled out which likely caused the manta to release inside the artery. Numerous causes for intraarterial deployment have been established. The exact cause for this intraarterial deployment is possibly due to the positioning of the anchor causing the anchor unable to seat properly against the vessel wall and allowing the collagen to deposit into the vessel. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedural requirements indicate no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy present; and arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery.